Event description:
Customer stated, "plugged the pad in and turned it on and heard a spark and smelled smoke." The product was returned for investigation. An investigation revealed that the cord had a cut near the strain relief. This is likely due to excessive flexing of the cord over an extended period to time. The customer was wrapping the cord under the switch. This created stress on the cord and caused it to break. This was the source of spark and smoke. The customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.